Manufacturer narrative:
Other, other text: device evaluation summary: one cadd cassette returned for analysis. Visual inspection of the cassette found that the cassette was in was in good condition with a tube not manufactured by smiths medical. Functional testing included delivery accuracy testing. The set up passed accuracy test. Customer stated issue could not be duplicated. Problem source could not be identified.

Event description:
Information was received indicating that medical fluid remained in a smiths medical cadd cassette reservoir than indicated on the display. No patient consequences were reported. No adverse effects were reported.